Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laminectomy on (B)(6) 2010 and a reservoir was used. During use intraoperatively, negative pressure could not be applied during drainage under the skin. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.